Manufacturer narrative:
Plant investigation: the complaint device was returned to the manufacturer for physical evaluation. The sample was returned with ogden adapter caps attached. An ogden blood port cap was returned attached to the blood port on one side, with a red bloodline connector attached on the other side. Blood contamination was observed throughout the dialyzer, and coagulated blood was noted in both headers. The returned sample was subjected to a laboratory bubble point test. No internal leak was detected; however, this may have been due to the coagulated blood present within both headers. The dialyzer was subjected to destructive disassembly for further visual examination. A fiber that was potted on both ends was noted to have been broken approximately 4.5 cm away from the potting surface of the dialyzer on the cavity ID end, at approximately 50 degrees, with the dialysate ports situated at 0 degrees. Further examination of the fiber bundle did not identify any other damage or irregularities. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was then conducted by the manufacturer. There was one approved temporary deviation notice reported on the lot which was unrelated to the complaint event. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. The investigation into the complaint was able to confirm the reported event.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility nurse manager (nm) reported that an internal dialyzer blood leak occurred approximately three hours into a patient¿s scheduled five-hour hemodialysis (hd) treatment. Blood was visually observed in the dialysate and leaking into the drain line. The machine, a fresenius 2008k, alarmed appropriately with a minor blood leak alert. Fresenius bloodlines were used for the treatment. Blood leak test strips were used, and they tested positive. There was no reported damage identified on the dialyzer. After the machine alarmed, treatment was halted. The patient¿s blood was not returned. Their estimated blood loss (ebl) was approximately 350 ml. The nm confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The patient did not complete treatment, however, there were no adverse effects as a result of this. The patient returned the following day to perform an additional two-hour treatment. The dialyzer was reportedly available to be returned to the manufacturer for evaluation.